Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney cancer and sinus infections. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged kidney cancer and sinus infections. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. Dust-like contamiantion and fibrous contamination and other unknown contamination was observed on and around iso port, unknown contamination brown/red colour on top enclosure under accessory doors and at the front and rear panel areas, length-wise cracks in the power button, unknown brown and white contamination at the air input of the blower box at the filter area, slight brown non-uniform stain, consistent with tobacco stain on the inside if rear panel, dust-like fibrous and other unknown contamination was observed in the bottom enclosure was observed. A white residue consistent with mineral deposits or dried liquid spots on the bottom of blower motor and in the blower box indicating potential water ingress was found. Black contamination consistent with keratin at the air outlet of the blower box was observed. There is fine (dust-like) contamination on top and bottom of the blower motor and on the inner rim of the bottom of the blower motor air intake. Fine white dust-like and hair-like fibrous contamination on the blower outlet seal. Evidence of potential water ingress into the blower box was observed. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.